Event description:
It was reported that during an attempt to remove the foley resistance was met at the point where the balloon was partially exposed. Lidocaine jelly was applied to the end of the penis for comfort. After 3-5 minutes the catheter was able to be removed and a ring was noted around the distal portion of the foley. After removal the ring dissipated. There appeared to be no trauma to the urethra.

Manufacturer narrative:
The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution.